Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing noise. Data was submitted to technical services for review. Upon review of the episode, technical services noted the noise was non-physiologic artifact consistent with incomplete lead insertion, impairment of electrode, or other disturbances of the lead contact in the device header. The field representative reported the artifact was not able to be reproduced during troubleshooting. X-rays were performed and showed full insertion of the electrode terminal pin into the device header, and no anomalies along the body of the electrode. Technical services discussed that the artifact could be resolved with reprogramming the device to the secondary sense vector, as that vector does not include the sense b node. Additional data was submitted to technical services after the troubleshooting was performed. The data for the secondary vector showed the signal amplitude and the r-wave to t-wave ratio were suboptimal and could result in t-wave or myopotential noise oversensing. The primary and alternate vectors could result in additional episodes of the non-physiologic artifacts. Therefore, technical services discussed the options for this patient and device. Replacing both the s-ICD device and electrode since it cannot be determined which component was the cause of the observations. The patient's concomitant cardiac resynchronization therapy pacemaker (crt-p) could be replaced with a cardiac resynchronization therapy defibrillator (crt-d). The s-ICD could be reprogrammed to secondary and be closely monitored for t-wave or myopotential oversensing. The s-ICD could stay programmed to the primary vector and be closely monitored for episodes with non-physiologic artifacts. The field representative was to discuss these results with the physician. No adverse patient effects were reported. The device remains implanted and in service.